Event description:
It was reported that the patients leads were migrated. The patient underwent a lead explant procedure and was doing well postoperatively. The explanted device components were retained by the medical facility and will not be returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2352500. Model: sc-2352-50. Serial: (B)(4). Batch: 17135280. Product family: scs-extension. Upn: m365sc3138350. Model: sc-3138-35. Serial: (B)(4). Batch: 17604868/17625093.